Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent comprehensive total shoulder arthroplasty surgery. During the surgery, the glenoid impactor broke as it was being used to impact the glenoid. The fracture occurred while it was being hammered on, as described in the surgical technique. No other device was used as the malfunction occurred at the end of the step it was used for. Not patient impact.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The returned impactor is fractured at the strike plate handle junction. Material hardness testing determined the device was within specifications. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.